Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that each time battery was changed; insulin pump received an unexpected restart alarm. Caller reported that issue occurred twice and battery was not out very long. Troubleshooting could not be performed due to customer not being available with insulin pump. Customer would call back with insulin pump in order to troubleshoot.